Event description:
Update rec'd 7/20/15 - ppd with medical records received. Correct doi provided. Upon revision, brown fluid, metallosis, metal debris, and osteolysis were noted. The information received does not change the MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed (B)(4).

Event description:
Update - added surgeon, revision date, product x 1 sleeve, comp loosening - cup, sales rep details. Taken from der dated 19th march 2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update rec'd 5/1/2015- medical records received. Upon revision, fluid, debris and metallosis were noted. The information received does not change the MDR decision.